Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when the physician attempted to perform the air fluid exchange, the system did not function properly during vitrectomy surgery. After the kit replacement, the physician was able to successfully perform the air fluid exchange. There was no information about patient impact.